Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the loss of stimulation and pain included having a dead battery. The steps taken to resolve the loss of stimulation and pain included having a manufacturer representative checking the dead battery. The issues had not yet been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had a loss of stimulation and pain. There were no trauma or falls reported that were related to the issue. The patient checked their device with the programmer and it showed that stimulation was on. The patient was able to change stimulation and tried to increase and decrease it but still did not have any sensation. The indication for use was other non-malignant pain. If additional information is received a follow-up report will be sent.